Manufacturer narrative:
This report is submitted on january 30, 2019.

Event description:
Per the clinic, the patient experienced pain and poor performance with device use. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed on march 22, 2019.